Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, the physician noticed that there was insulation damage near the electrode end. The procedure was completed with another lead. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, the physician noticed that there was insulation damage near the electrode end. The procedure was completed with another lead. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was severed approximately 110 millimeters from the terminal end, the distal portion of the lead was not returned. Testing was completed to assess lead electrical performance of the returned portion. Measurements throughout these tests were within normal limits. Microscopic inspection of the returned portion found no anomalies outside of normal procedure induced damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.